Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that the staples malformed. During the laparoscopic surgery for gastric cancer, when severing the ileum on the 2nd firing, waited for 15 seconds , after fired, found one staple malformed with straight leg as the photos show. Suture was used to sew the wound. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch number ==> r5756r. Photographic analysis ==> two photos were provided; the two photos show tissue on hands. One unformed staples can be seen on the tissue. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.